Event description:
It was reported that the patient's trial wire was placed on (B)(6) 2012. On (B)(6) 2012 the patient had acute renal failure once the trial was placed. The trial was implanted on friday and on saturday the patient peed "only 50 cc's at a time." The patient then fell on sunday and called her health care provider (hcp) who changed her antibiotic. The patient was taking motrin and siprose but was switched to bactrim. On monday the patient felt "like nothing was right with her." The patient saw her hcp on (B)(6) 2012 or (B)(6)2012 and nothing seen indicated acute renal failure but some blood tests were taken. That night the patient took her dog out and the next thing she remembered was waking up in the middle of the night by her dog. The patient then fell on the floor and "kept banging her head, hit on the tile." The patient had to call 911 but did not remember that conversation. The patient was taken to the emergency room (ER) and woke up "hours later." The patient was admitted on (B)(6) 2012 and a brain scan and abdominal scan were taken. On (B)(6) 2012 the hcp that saw no indication of acute renal failure called the patient and reported that the blood work did show it. The patient did not believe the hcp called her but there was a message on her phone that she listened to on (B)(6) 2012. The patient's hcp and manufacture representative wanted the system turned off and the patient to go to the ER immediately. The patient went on to permanent implant. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).